Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-04626: it was reported the patient underwent ipg replacement (please see MFR. Report #: 1627487-2018-02642). While closing the pocket, the physician accidentally cut one of the patient¿s leads. The physician therefore explanted the cut lead and replaced it with a new model. Postoperatively, the effective therapy was reported. Note: all of the patient's leads are being reported because it is unknown which lead is liable.